Event description:
Customer reported via phone call that they are hospitalized due low blood glucose reading. Customer states that their insulin pump was cracked. The blood glucose reading was 90 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.